Manufacturer narrative:
(B)(4).

Event description:
It was later indicated that since december 2014 was more intermittent in nature, while (B)(6) 2015 was more no stimulation whatsoever.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0exjp, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that experienced no stimulation sensation. The patient reported around the same time she thought her body "stopped the neurostimulator (ins)" when she wore a battery-operated watch or other battery-operated things on her body. It was indicated that patient she spoke with manufacturer representative about it, who indicated to her that there would not be a concern for a watch to turn the ins off. The patient stated that she sometimes felt stimulation in the night after she has been still for a while. It was noted that the therapy/symptom control was working. The patient could not make it to the bathroom every time, but it was better than if she did not have the implant. It was noted that patient has an appointment with health care provider a day after this call. Additional information received later on (B)(6) 2015 indicated that manufacturer representative was not aware of the"stopped the neurostimulator (ins)" when she wore a battery-operated watch or other battery-operated things on her body. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.